Event description:
St jude medical, daig division received info regarding a pt who experienced pain and claudication after deployment of an angio-seal device. An endarterectomy was performed in june 2000 to resolve the vessel occlusion. Current status of pt unknown.